Event description:
An overdose was reported. Patient experienced symptoms of hypotension, respiratory depression, bradycardia following a refill. It was stated that these symptoms occurred shortly after the refill in the clinic and patient was sent to the ER by ambulance. Narcan was given and symptoms improved. Healthcare provider was sure that a pocket fill had not occurred but was "concerned that drug was leaking from the reservoir septum". Drug delivered via the device was fentanyl. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8703w, lot# l34868, implanted: (B)(6) 1995, explanted:. (B)(4).